Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and during the procedure, an insulation defect was observed. The patient was stable with no adverse consequences.